Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device showed an equipment error/service required message. There was no patient involvement.